Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2010 to close an atrial septal defect. During a follow-up on (B)(6) 2010, the device was noted to have embolized to the abdominal aorta. The device was removed in a transcatheter procedure and the septal defect closed with a second occluder. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device met all pre-release specifications. The device is not available for eval.